Event description:
The probe temperature went to -105 degrees. It should have been maintained at -150 degrees. The surgeon had bent the flexible tip of probe at soldered joint. The sales rep said the probe should be bent 1 to 2 inches from soldered joint. The surgeon said when he was in-service on the probe, he was never told of any restrictions as to where tip could be bent.====================== manufacturer response for surgical ablation probe, ats cryomaze 10-s probe (per site reporter)======================the sales rep says the probe should not have been bent at soldered joint. There have been other reported problems when tip has been bent at soldered joint. They are going to replace the probe. They want to evaluate the probe.